Event description:
Channel a of the pump did not sound an audible alarm tone during an alarm condition. Channel a was programmed to deliver an unspecified solution and the delivery was started. Specific programming parameters were not provided. After an unspecified length of time, the nurse noted that channel a was visually alarming for distal occlusion; however, no audible alarm tone sounded. There were no reported adverse patient effects. No medical interventions were required.